Manufacturer narrative:
Concomitant medical products and therapy dates: this information has been requested, but has not yet been provided to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On july 3, 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient presented with reported migration of the trunk-ipsilateral leg component. It was reported that the device had migrated distally approximately 3-4cm due to disease progression in the patient's proximal aortic neck. A proximal type I endoleak was also present. The physician opted to treat the device migration with reintervention whereby three gore® excluder® aaa aortic extender components were used to extend the trunk proximally. The patient tolerated the procedure and the proximal type I endoleak was resolved at the conclusion of the procedure. The procedure was completed without incident and the patient is reported to be doing fine.

Manufacturer narrative:
H.6. Investigation findings: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and component migration. H.6. Investigation findings: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d1001.

Event description:
Additional information was provided that no aneurysm enlargement was observed.